Event description:
Customer stated that the meter was reading too low compared to another meter. During troubleshooting, it was discovered that this meter was in mmol/l rather than mg/dl. The meter was changed to mg/dl.